Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation determined that the (B)(4) is not involved in the dislocation and therefore the device has been changed to fen-thoraco-abdominal-graft (lot# ac1071781) which is manufactured by william cook australia (wca). With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to wca. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: two of the components [zta] involved in this case dislocated and required emergency treatment to reattach them, with another (competitor) thoracic graft to bridge between them. Patient outcome: the patient did require additional procedures due to this occurrence: a challenging procedure bridging between the two dislocated grafts. According to the initial reporter, the patient did experience adverse effects due to this occurrence: the patient was at risk of rupture therefore required emergency treatment to re-line the grafts.